Manufacturer narrative:
The batch record review for radiesse, lot a00132910, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00132910) and similar events were noted. Assessment by merz: the reported events occurred in a compatible local relationship. The reported events injection site haematoma, injection site nodule and injection site rash occurred in a compatible temporal relationship. Onset date of the events injection site induration and device dislocation was within 4.5 months after the injection which is a long latency but still possible. Injection site haematoma, injection site nodule, injection site induration, injection site rash and device dislocation are expected based on currently valid EU MDR IFU leaflet of radiesse. The reported itching is considered to be a symptom of injection site rash whereas the reported redness and swelling are considered to be symptoms of injection site rash and injection site haematoma and therefore were not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is no approved indication for radiesse in europe based on currently valid EU MDR IFU. Dilution of radiesse with lidocaine for injection into the neck is not approved based on currently valid EU MDR IFU leaflet of radiesse. However, the reported reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment after follow-up information was received on 01-dec-2025: this case was upgraded to serious. The event neoplasm skin (serious) was added. No precise information was given on localization of the added event so that a local relationship can only be assumed based on the wording of the report. Exact onset date for the added event is missing, but temporal relationship is reported as compatible by the reporter. The added event neoplasm skin (serious) is unexpected based on the currently valid EU instructions for use (IFU) leaflet of radiesse. In this case, the information is pending whether previously reported events are part of the diagnosed tumor. Final histology results are still pending to further characterize the neoplasm skin. According to the reporter, the persistence of the skin changes will depend on the course of tumor therapy. According to the reporter the neoplasm skin occurred in compatible temporal relationship, but she was not able to assess causal relationship of the neoplasm skin to the treatment with radiesse. Due to the absence of a clear patho-biochemical mechanism and missing histopathological details linking the treatment with radiesse to the development of the neoplasm skin, and considering the indication of a potentially pre-existing systemic condition, the company agrees with the reporter¿s causality assessment. Based on the information provided, the added serious event is assessed as not assessable to the treatment with compatible temporal relationship and assumed local relationship. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. This case is serious with the serious event neoplasm skin because potential treatment is deemed necessary to prevent a permanent damage/life threatening injury. Merz causality re-assessment after follow-up information was received on 10-dec-2025: radiesse risk file was reviewed (reference number (B)(4)) and after internal review imdrf code for the event neoplasm skin was changed from d1002 to d15. According to the reporter (healthcare professional), neoplasm of the skin occurred in a compatible temporal relationship, but they were unable to assess causal relationship to the radiesse treatment. Merz product safety concluded, that due to the absence of a clear patho-biochemical mechanism and missing histopathological details linking the radiesse treatment to the development of neoplasm of the skin, and considering the indication of a potentially pre-existing systemic condition, this event was deemed as not assessable. Refer to '(B)(4)' attached within tab t2 of this record for product safety's evaluation. Although there is not a severity level four (4) neoplasm harm within the radiesse risk management file (rmf), the causation of the event was not assessable and merz product safety therefore concluded the event is sufficiently covered within the radiesse rmf. Further, this single event does not suggest a novel safety concern where it would necessitate addition of the harm of 'neoplasm (major),' severity level four (4) to the rmf, as a severity level three (3) is present. Also, the probability of occurrence is aligned with that listed probability within the rmf, as discussed in tab t4. As such, no amendment of the radiesse rmf is required to add a harm or modify severity of harm or probability. As there is no amendment to the radiesse rmf, the overall benefit/risk ratio remains acceptable, as all risks are reduced as far as possible and there are no unacceptable risks. This event will continue to be tracked and trended, and action taken as appropriate. Additionally, if any information specific to this event is obtained which causes amendment to the causality decision, where it is determined the radiesse injection caused and/or contributed to the harm of serious 'neoplasm', a new event-based update will be performed to re-evaluate the rmf for impact. Based on the information provided, the event neoplasm skin (serious) remains unchanged not assessable wheareas causality of the remaining events remains unchanged as possibly related to the treatment with radiesse. This case is still considered serious with the serious event neoplasm skin because potential treatment is deemed necessary to prevent a permanent damage/life threatening injury. Merz causality re-assessment due to receipt of follow-up information on 15-dec-2025: based on the information provided, the event neoplasm skin (serious) remains unchanged as not assessable, while the causality of the remaining events remains unchanged as possibly related to treatment with radiesse. Based on the physician¿s feedback, the condition is suspected to be paraneoplastic in nature and is not believed to be related to the product. The physician noted that the injection may have coincidentally triggered something due to unfortunate timing, however, histological results are still pending to confirm the underlying pathology. This case remains considered as serious with the serious event neoplasm skin because potential treatment is deemed necessary to prevent a permanent damage/life threatening injury.

Event description:
Case description: this spontaneous report was received from a german physician and concerns an 84-year-old female patient. The patient was injected with radiesse 1.5 ml into the right side of the neck (off label use of device), anterior cervical region, on (B)(6) 2025. Batch number was reported as a00132910 (expiry date: 10-sep-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00132910 (expiry date: 10-sep-2025). A lot search in the global safety database was conducted. Radiesse 1.5 ml was injected using a blunt cannula. Radiesse 1.5 ml was diluted with lidocaine (product preparation issue, off label use of device) in a 1:2 ratio. She had no relevant medical history. In (B)(6) 2025, after the radiesse 1.5 ml injection, the patient experienced a small hematoma, severe itching of the skin, redness, swelling, nodules on the neck, up to the breast, a skin rash on the neck, and that the left breast was swollen. In 2025, the patient also experienced minimal induration and that it possibly migrated. The events were located at the edge of the treatment area. On (B)(6) 2025, one week after the radiesse 1.5 ml injection, the patient experienced a small hematoma. She gradually developed severe itching, redness, nodules, and minimal induration. According to the patient, it possibly migrated. At the time of this report, the skin was red, was not warm, and was not clearly inflamed. Some areas were nodular and slightly raised. Due to the provided information, the outcome of the events hematoma and nodules was considered as not resolved. The outcome of the events induration, possibly migrated, and rash was unknown. Follow-up information was received on 01-dec-2025: this case was upgraded to serious. The event tumor disease was added. The patient was injected subdermally with radiesse, with a fanning technique using a 25g blunt cannula. Radiesse was diluted in a 1:2 ratio with saline and lidocaine. The patient received botox treatments of the frown lines. Concomitant medication included metoprolol, candesartan, and allopurinol for years. On (B)(6) 2025, reported as 14 days after the radiesse injection, the first changes, redness and nodular induration appeared. In 2025, the patient experienced a tumor disease. According to the patient, the migration of the redness then occurred gradually over time. No further treatment or management was performed. In (B)(6) 2025, the physician spoke to the patient. The skin changes wer still present. In the meantime, a tumor disease with cutaneous infiltration by cells of unclear primary origin was apparently diagnosed. The physician had already feared this. The patient's dermatologist performed a biopsy. The patient intended to send the histology results. The outcome of the events hematoma and nodules remained unchanged. Due to the provided information, the outcome of the events induration, possibly migrated, and rash was considered as not resolved (changed from unknown). Due to the provided information, the outcome of the event tumor disease was considered as not resolved. In the opinion of the reporter, it would depend on how the tumor therapy would look like to see whether the skin changes were going to persist depended. As far as the physician was able to assess there were no defects in the product during treatment. Furthermore, the temporal association between the treatment and the onset of the skin changes was striking. However, the physician was not able to assess whether radiesse triggered some kind of paraneoplasia. Follow-up information was received on 10-dec-2025: radiesse risk file was reviewed (reference number (B)(4)) and after internal review imdrf code for the event tumor disease was changed from d1002 to d15. Follow-up information was received on 15-dec-2025: the physician informed that this was something paraneoplastic and did not believe that this was related directly to the product, at most that the injection triggered something and that the timing was bad. The histology results were still pending. The outcome of the events remained unchanged.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a 84-year-old female patient. The patient was injected with radiesse 1.5 ml into the right side of the neck (off label use of device), anterior cervical region, on (B)(6) 2025. Batch number was reported as a00132910 (expiry date: 10-sep-2025). The batch record review was received and the lot number for radiesse 1.5 ml was confirmed as a00132910 (expiry date: 10-sep-2025). A lot search in the global safety database was conducted. Radiesse 1.5 ml was injected using a blunt cannula. Radiesse 1.5 ml was diluted with lidocaine (product preparation issue, off label use of device) in a 1:2 ratio. She had no relevant medical history. In june 2025, after the radiesse 1.5 ml injection, the patient experienced a small hematoma, severe itching of the skin, redness, swelling, nodules on the neck, up to the breast, a skin rash on the neck, and that the left breast was swollen. In 2025, the patient also experienced minimal induration and that it possibly migrated. The events were located at the edge of the treatment area. On (b(6)2025, one week after the radiesse 1.5 ml injection, the patient experienced a small hematoma. She gradually developed severe itching, redness, nodules, and minimal induration. According to the patient, it possibly migrated. At the time of this report, the skin was red, was not warm, and was not clearly inflamed. Some areas were nodular and slightly raised. Due to the provided information, the outcome of the events hematoma and nodules was considered as not resolved. The outcome of the events induration, possibly migrated, and rash was unknown. Follow-up information was received on (B)(6) 2025: this case was upgraded to serious. The event tumor disease was added. The patient was injected subdermally with radiesse, with a fanning technique using a 25g blunt cannula. Radiesse was diluted in a 1:2 ratio with saline and lidocaine. The patient received botox treatments of the frown lines. Concomitant medication included metoprolol, candesartan, and allopurinol for years. On (B)(6) 2025, reported as 14 days after the radiesse injection, the first changes, redness and nodular induration appeared. In 2025, the patient experienced a tumor disease. According to the patient, the migration of the redness then occurred gradually over time. No further treatment or management was performed. In november 2025, the physician spoke to the patient. The skin changes wer still present. In the meantime, a tumor disease with cutaneous infiltration by cells of unclear primary origin was apparently diagnosed. The physician had already feared this. The patients dermatologist performed a biopsy. The patient intended to send the histology results. The outcome of the events hematoma and nodules remained unchanged. Due to the provided information, the outcome of the events induration, possibly migrated, and rash was considered as not resolved (changed from unknown). Due to the provided information, the outcome of the event tumor disease was considered as not resolved. In the opinion of the reporter, it would depend on how the tumor therapy would look like to see whether the skin changes were going to persist depended. As far as the physician was able to assess there were no defects in the product during treatment. Furthermore, the temporal association between the treatment and the onset of the skin changes was striking. However, the physician was not able to assess whether radiesse triggered some kind of paraneoplasia. Follow-up information was received on 10-dec-2025: radiesse risk file was reviewed (reference number (B)(4) and after internal review imdrf code for the event tumor disease was changed from d1002 to d15.

Manufacturer narrative:
The batch record review for radiesse, lot a00132910, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00132910) and similar events were noted. Assessment by merz: the reported events occurred in a compatible local relationship. The reported events injection site haematoma, injection site nodule and injection site rash occurred in a compatible temporal relationship. Onset date of the events injection site induration and device dislocation was within 4.5 months after the injection which is a long latency but still possible. Injection site haematoma, injection site nodule, injection site induration, injection site rash and device dislocation are expected based on currently valid EU MDR IFU leaflet of radiesse. The reported itching is considered to be a symptom of injection site rash whereas the reported redness and swelling are considered to be symptoms of injection site rash and injection site haematoma and therefore were not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is no approved indication for radiesse in europe based on currently valid EU MDR IFU. Dilution of radiesse with lidocaine for injection into the neck is not approved based on currently valid EU MDR IFU leaflet of radiesse. However, the reported reactions can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment after follow-up information was received on 01-dec-2025: this case was upgraded to serious. The event neoplasm skin (serious) was added. No precise information was given on localization of the added event so that a local relationship can only be assumed based on the wording of the report. Exact onset date for the added event is missing, but temporal relationship is reported as compatible by the reporter. The added event neoplasm skin (serious) is unexpected based on the currently valid EU instructions for use (IFU) leaflet of radiesse. In this case, the information is pending whether previously reported events are part of the diagnosed tumor. Final histology results are still pending to further characterize the neoplasm skin. According to the reporter, the persistence of the skin changes will depend on the course of tumor therapy. According to the reporter the neoplasm skin occurred in compatible temporal relationship, but she was not able to assess causal relationship of the neoplasm skin to the treatment with radiesse. Due to the absence of a clear patho-biochemical mechanism and missing histopathological details linking the treatment with radiesse to the development of the neoplasm skin, and considering the indication of a potentially pre-existing systemic condition, the company agrees with the reporter¿s causality assessment. Based on the information provided, the added serious event is assessed as not assessable to the treatment with compatible temporal relationship and assumed local relationship. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. This case is serious with the serious event neoplasm skin because potential treatment is deemed necessary to prevent a permanent damage/life threatening injury. Merz causality re-assessment after follow-up information was received on 10-dec-2025: radiesse risk file was reviewed (reference number evb-2025-0046) and after internal review imdrf code for the event neoplasm skin was changed from d1002 to d15. According to the reporter (healthcare professional), neoplasm of the skin occurred in a compatible temporal relationship, but they were unable to assess causal relationship to the radiesse treatment. Merz product safety concluded, that due to the absence of a clear patho-biochemical mechanism and missing histopathological details linking the radiesse treatment to the development of neoplasm of the skin, and considering the indication of a potentially pre-existing systemic condition, this event was deemed as not assessable. Refer to 'evb-2025-0046 attachment 1 - 2025100000070(2)_medwatch' attached within tab t2 of this record for product safety's evaluation. Although there is not a severity level four (4) neoplasm harm within the radiesse risk management file (rmf), the causation of the event was not assessable and merz product safety therefore concluded the event is sufficiently covered within the radiesse rmf. Further, this single event does not suggest a novel safety concern where it would necessitate addition of the harm of 'neoplasm (major),' severity level four (4) to the rmf, as a severity level three (3) is present. Also, the probability of occurrence is aligned with that listed probability within the rmf, as discussed in tab t4. As such, no amendment of the radiesse rmf is required to add a harm or modify severity of harm or probability. As there is no amendment to the radiesse rmf, the overall benefit/risk ratio remains acceptable, as all risks are reduced as far as possible and there are no unacceptable risks. This event will continue to be tracked and trended, and action taken as appropriate. Additionally, if any information specific to this event is obtained which causes amendment to the causality decision, where it is determined the radiesse injection caused and/or contributed to the harm of serious 'neoplasm', a new event-based update will be performed to re-evaluate the rmf for impact. Based on the information provided, the event neoplasm skin (serious) remains unchanged not assessable wheareas causality of the remaining events remains unchanged as possibly related to the treatment with radiesse. This case is still considered serious with the serious event neoplasm skin because potential treatment is deemed necessary to prevent a permanent damage/life threatening injury.